Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc checked the subject device and duplicated the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc found the ccd cable break which might have been caused the scope communication error e216. Omsc tested with many processors and found that the reported phenomenon have occurred due to the failure of the subject device. And then omsc disassembled the subject device and checked the ccd cable exterior of the subject device. It was found that the part of the bending section was twisted and the core cable was broken. It also identified that the scope communication error e216 occurred when those parts were angulated. Since the ccd cable of the subject device had been repaired two years ago, this cable break might be attributed to the deterioration due to the long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image was disappeared and the scope communication error e216 was displayed during the unspecified therapeutic procedure almost one hour past since the procedure was started. The user reconnected the subject device to the video system center, also the user cycled the power of the video system center, however the issue was not resolved. The user changed the subject device to another endoscope and completed the procedure. There was no report of patient injury associated with this event.